Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) screen froze and the touchscreen was not working. The local pump displays also displayed the message 'no system computer'. The case was completed using the local controls on the pumps. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, after case was done, the heart lung machine (hlm) was shut down and when it was turned back on, the ccm displayed a message saying it could not boot up. Per the field service representative (fsr), the ccm was working normally except it was not collecting logs. The fsr replaced the ccm. The unit operated to manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b5 during laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. He started the connected roller pumps and monitored the ccm display to make sure the touchscreen and display still worked, and monitored if the pumps would display a 'no system computer' message. The pst was unable to duplicate the reported complaint. It was determined that the touchscreen functioned as intended. He found that the logs were unable to be downloaded due to the hard drive. Once the hard drive was replaced with a luo hard drive, the logs were able to be downloaded.

Event description:
Per clinical review: on (B)(6)2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the central control monitor (ccm) screen froze during the case, with no touchscreen response, after which the roller pumps all displayed a 'no system computer' message. The perfusionist finished the case using local controls.